Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) was hospitalized following four ineffective, appropriate shocks for ventricular tachycardia (vt). The arrhythmia self-terminated following the ineffective therapy. Upon a data review, the physician hypothesized that the shocks should have been effective at converting the vt. Diagnostic imaging was performed which confirmed that the s-ICD system placement was poor and likely contributed to the non-conversion of vt. It was stated that a system repositioning procedure is anticipated to resolve the event, but has not yet occurred. At this time, the s-ICD system remains implanted and in-service. The patient is currently hospitalized.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) was hospitalized following four ineffective, appropriate shocks for ventricular tachycardia (vt). The arrhythmia self-terminated following the ineffective therapy. Upon a data review, the physician hypothesized that the shocks should have been effective at converting the vt. Diagnostic imaging was performed which confirmed that the s-ICD system placement was poor and likely contributed to the non-conversion of vt. The physician subsequently surgically repositioned the s-ICD device. The electrode was also explanted and replaced to resolve the event and no additional adverse patient effects were reported. The s-ICD device remains implanted and no information regarding an electrode return was provided.